Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that halfway through the case, the suction stop working. There was a 10 - 12 minutes delay to change out the scope. There was no injury to the patient reported.